Event description:
Olympus was informed that the pt, who had been suspected crohn disease, had taken the ec-1 to examine for the ulcer of small intestine. One week later because the ec-1 had not been excreted from the pt, the physician had performed the plain x-ray examination of the pt's abdomen and found the retention of the ec-1. After one week more the physician had taken the colonoscopy to retrieve the ec-1 but it had not been successful. Day after next, the physician had performed the surgery on the pt to retrieve the ec-1 and treat the diseased part.

Manufacturer narrative:
The referenced device was returned to olympus medical systems corp (omsc) for eval. Omsc evaluated the referenced device and found that it had no abnormality. The exact cause of the pt's outcome can not be conclusively determined, however, there is the possibility of this phenomenon is attributed to the underlying disease (crohn disease) of the pt. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.